Manufacturer narrative:
Concomitant medical products and therapy dates: aspirin 80mg, atorvastatin 20mg, furosemide 40mg, metoprolol 50mg, olmesartan 20mg. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak, and endoprosthesis occlusion. Furthermore, the IFU states that additional considerations for patient selection, and anatomical requirements for use of the trunk-ipsilateral leg endoprosthesis include, but are not limited to, adequate iliac/femoral access, and minimal thrombus or calcification in the proximal aortic neck. The IFU does note - do not rotate the trunk delivery catheter beyond 360°. Delivery system damage and/or premature deployment have occurred and may result in potential patient harms.

Event description:
On (B)(6) 2021 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The patient's anatomy was reportedly tortuous with access being described as tight. The patient's access vessels reportedly measured 5-6mm. The patient's right and left common iliac arteries reportedly measured 10mm. The patient's aortic neck measured 23-24mm with the distal aorta being reported as small, but the exact diameter was unavailable. It was noted that both the patient's aortic neck and the iliac arteries were heavily calcified. It was reported that the trunk-ipsilateral leg component was advanced from the patient's right side. The device was reportedly opened to 50% diameter and positioned to open the contralateral leg gate on the patient's right side (crossing limbs). Reportedly, the cannulation wire and catheter were pointing to the left side. Therefore, the trunk-ipsilateral leg component was rotated to bring the contralateral leg gate over to the patient's left side. It was reported that the small iliac arteries made it difficult to freely rotate the device. The device was reportedly rotated an estimated 270 degrees or more in order to cannulate the contralateral leg gate on the left side. Cannulation was reportedly successful. It was noted that the physician did not rotate the device back (untwist the catheter) in order to untwist the limb prior to placing the contralateral leg component. Deployment of the remaining excluder® system was completed with no reported issues. Upon final angiography blood flow was observed through the ipsilateral limb. All devices were reportedly patent with no noted issues upon close of the procedure. On (B)(6) 2021 the patient presented with right leg pain. It was reported that CT imaging was reviewed, and a slight type I endoleak was observed on the trunk of the trunk-ipsilateral leg component. It was noted that the proximal type I endoleak had been present from the index procedure, but was super imposed on the twisted limb and therefore had not been observed on the final angiogram. Calcification in the aortic neck was suspected to be the cause of the endoleak. CT imaging further revealed that the ipsilateral limb of the trunk-ipsilateral leg component, located in the patient's right iliac artery, was occluded. It was reported that the rotational movement of the device was suspected to have caused the ipsilateral limb to become twisted and subsequently occluded. An emergent intervention was performed on the same day. Aptus staples were used to treat the proximal type I endoleak. It was reported that the proximal type I endoleak remains and that the patient will return at a later date to coil embolize the proximal type I endoleak. A femoral-femoral bypass was performed to treat the occlusion. It was reported that the patient is doing well and was discharged to home. There were no further reported issues. The patient tolerated the procedure.